Manufacturer narrative:
The association between the coopervision device and the event is unconfirmed.

Event description:
The patient states that in (B)(6) she experienced redness and a foreign body sensation in the left (os) eye and sought medical attention. The patient was prescribed cravit (levoflaxacin hydrate) and flumetholon (flourometholone) solutions. On (B)(6) the patient attended a different location for an unrelated visit, to obtain an eyeglass prescription. There were no abnormal findings, no adverse event identified and no instruction for a follow-up visit but medications were continued as they had been prescribed by a separate location. On (B)(6) the patient visited the practice to purchase contact lenses but was not seen for medical treatment. The patient advised the staff that she has recovered and had resumed contact lens use. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis and lack of medical information.